Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable, as the initial reporter replied and stated ¿I have no further information from the physician¿s office other than what was originally reported when I phoned in.¿ please clarify the sutures weren't dissolving properly. Was slow absorption of the sutures noticed? Or were the sutures found broken post-op? Or other? Please explain. Initial procedure dates. Event date/when was follow-up examination performed? What was done to manage the issue? Suture removal or other, explain? Were there any patient consequences and if so how were they managed? Lot number.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used to close a small incision. The patient returned for a follow up and the doctor noticed the suture wasn't dissolving properly. It was not reported what was done to resolve the issue. There were no adverse patient consequences reported. No additional information was available.